Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and an infrarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately one and a half (1.5) years post initial procedure, a type 1a endoleak and a type 2 endoleak (non- device failure) were identified. Reportedly, the physician was planning to perform an open repair however no further information was provided. The patient's neck anatomy was considered off- label. This event was previously reported under MDR # 2031527-2018-00937. Now, approximately three (3) years post initial procedure, the physician reported a small endoleak of an indeterminate origin. Patient is currently being monitored.

Manufacturer narrative:
A complaint is not warranted since there is no alleged deficiency related to identity, quality, durability, reliability, safety, effectiveness, or performance of an endologix device. Please remove this complaint from your complaint system. Corrections: h6: patient code: remove code 1924. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and an infrarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately one and a half (1.5) years post initial procedure, a type 1a endoleak and a type 2 endoleak (non- device failure) were identified. Reportedly, the physician was planning to perform an open repair however no further information was provided. The patient's neck anatomy was considered off- label. This event was previously reported under MDR # 2031527-2018-00937. Now, approximately three (3) years post initial procedure, the physician reported a small endoleak of an indeterminate origin. Patient is currently being monitored. Additional information: during the investigation and review of medical records, the reported small endoleak of an indeterminate origin was identified to be coming from a non- endologix (dacron graft) that was implanted during the open repair that occurred in 2018 (reported under MDR # 2031527-2018-00937). A complaint is not warranted since there is no alleged deficiency related to identity, quality, durability, reliability, safety, effectiveness, or performance of an endologix device. Please remove this complaint from your complaint system.